Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 146mg/dl. Troubleshoot was conducted and the drive support cap was noted to be protruded. The customer was advised the pump would have to be replaced and returned for analysis. The customer is being sent replacement pump, but will not be returning anything at this time.